Event description:
It was reported that a device was implanted and when the impedance was checked, it was over 4,000 ohms. The device was pulled out and it was a defective device. It would not connect onto the lead, so another device was used. The patient's status was undetermined. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).